Event description:
A customer from (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen in association with the vitek® 2 ast-p649 test kit. The customer tested an isolate obtained from a baby's blood sample and identified as staphylococcus aureus with the ast-649 card. It was noted that the patient was already treated with antibiotics for other infections prior to sample collection. The patient strain tested falsely positive for cefoxitin screen with initial and repeat testing. The strain was plated on an (B)(6) screening plate and tested (B)(6) for (B)(6). The customer sent the strain to another lab to perform a pcr test for (B)(6), and it also came back (B)(6). The customer did not provide any information on patient impact. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen for a staphylococcus aureus isolate obtained from a baby's blood sample in association with the vitek® 2 ast-p649 test kit. The customer submitted the isolate for evaluation. The isolate was received and subbed to remel tsab agar. Identification of the organism was confirmed via vitek ms. Testing included the customer lot (7490697103) and a random lot (7490781203) of ast-p649 cards, run on v8.01 software. Agar dilution (ad), the reference method for oxacillin (ox) testing, was performed, as was fox disk testing, the reference method for the oxsf test. Alere pbp2a testing was also performed. Customer isolate was tested on the vitek(s/w version 8.01) yielding susceptible results. Ox mics=0.5 were obtained on both the customer and random lot, and oxsf results were negative. Ox ad testing gave a susceptible mic=0.5 which is in essential agreement with the vitek results, where mics=0.5 was obtained. Fox disk testing was negative (25 mm), as was pbp2a testing. Therefore, the negative vitek oxsf results obtained are in agreement with reference method testing. The vitek cards are performing as expected. The customer 's submitted data was integrated. A review of this data showed one isolate and demonstrates late growth, coming up around 11 hours and did not match data generated by internal testing.